Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The user first installed the pad-pak on the (B)(6) 2014 and performed to specification up to the (B)(6) 2016. During this time the device records three manual power ons, two of which contain nonsensical duration. A test pad-pak was inserted into the device. The device successfully passed an auto self-test then passed a self-test during a manual power cycle. The device failed to power off using the on/off button. This indicated a fault. A test shock was delivered without fault and an acceptable measurement was recorded. The device was disassembled for investigation. Corrosion was observed on the membrane tail. Investigation found the reported fault can be attributed to membrane failure due to adverse storage conditions.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.